Manufacturer narrative:
Device evaluation: the iol lens was rotated and remained inside the nozzle as reported. Volume of used viscoelastic material appeared to be enough. Top flange was pushed down till the final position. Work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon was attempting to insert a ks-3ai aq310ai, 25.0 diopter preloaded injector, but the lens was blocked inside the cartridge. There was no patient contact. The backup lens was implanted within the same surgery.